Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with adjusting her basal rates per her doctor's instructions. During the call, the customer reported being hospitalized due to low blood glucose of 45mg/dl. The customer stated that she had bolused for her blood glucose of 250mg/dl. The customer mentioned having difficulties controlling her blood glucose as her doctor is making many changes to her basal rates. Troubleshooting was performed. The customer was not connected during rewind/prime and the priming technique was correct. No further info was provided.